Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during system check that the cardiosave intra aortic balloon pump (iabp) unit had helium leak issue. There was no patient involvement reported.

Manufacturer narrative:
Other contact person and email: (B)(6). Updated field: b4, b5, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and was able to verify the reported malfunction. The fse found the gasket in the hospital cart tray under the helium tank. It was curdled and dirty. The fse replaced the gasket. The fse also stated that the safety disk replacement date was incorrect. Safety and functionality checks passed to factory specifications. The iabp was returned for clinical service.

Event description:
It was reported by the specialty care that during system check the cardiosave intra-aortic balloon pump (iabp) device was failing leak tests and internal valves were open. There was no patient involvement reported.